Manufacturer narrative:
Device evaluation: lens was returned in a micro centrifuge vial with moisture in the lens. Visual inspection found no visible damage. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vicmo 12.6, -12.50 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for shorter length lens due to excessive vault. This exchange resolved the problem.